Event description:
It was requested to have the system connected to the ex holster due to the inability of the control module to recognize a connection. There have been no pt consequences reported.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis found that the interface board was causing the control module not to recognize the ex holster. The interface board to bezel was replaced to correct the issue. The control module was serviced, then functionally tested, and was found to operate properly. The appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results.